Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while deploying the device, the distal end would not open. The device was resheathed 2 times; however, it would not open. It was noted the proximal part of the device was positioned in a bend. More than 50% of the device had been deployed when it failed to open. There were no additional steps or other devices required to open the device. The physician made the decision to remove the device and use a new one. The device was resheathed and removed with the microcatheter. The patient was undergoing surgery to treat an unruptured, saccular aneurysm at the left ica with a max diameter of 13mm and a neck diameter of 8mm. The distal and proximal landing zones were 4mm and 4.3mm. It was noted the vessel tortuosity was moderate. The post procedure angiographic result was very good. There were no patient symptoms associated with the event. Dapt (dual antiplatelet treatment) was administered. The devices were prepared as indicated in the IFU.